Event description:
It was reported that while in use on a patient, this 980 ventilator shut down and would not power back on. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator shut down and would not power back on. A view of the ventilator logs shows evidence that the ventilator shut down which would result in a loss of ventilation to the patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator, attempted to power the unit on but found that the unit gave a constant high pitch audible tone and didn't show anything on the graphical user interface (gui) display. Sp found the breath delivery (bd) backplane to have a constant blue light emitting diode (led) when the main power was switched off. Sp identified the cable connecting the bd backplane printed circuit board assembly (pcba) to the power controller pcba was loose. Sp secured the connection properly. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The reconnection of the cable connecting the bd backplane pcba to the power controller pcba did resolve the reported issue; however, it could not be determined how this issue occurred. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.